Event description:
A home peritoneal dialysis patient reported that she felt uncomfortable during her ccpd treatment, so she stopped her treatment and drained manually. The drain volume was about 4 liters. Her prescribed fill volume was 2,000 ml. There was no serious injury.

Manufacturer narrative:
(B)(4).